Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device opening on posterior, brown biological tissue in fill channel, brown biological tissue outer and inner of device, crease fold. Leak test and microscopic analysis was performed which identified: striated opening, puncture opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical tool and a striated opening due to surgical damage consist in the use of some surgical tool. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "mass". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a ¿mass on the right side device¿ found to be "an extra pocket" filled with "over 150cc" of a "brown, thick fluid" and "pus" with an "odor", like an "abscess". The device was explanted. This record is for the right side.

Event description:
Additionally healthcare provider reported "partially ruptured" implant.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, h6.